Event description:
Information received indicates the patient was unable to place a nurse call.

Manufacturer narrative:
The technician straightened the bent pins on the communication cable to repair the bed.